Event description:
The arthrex bio-push lock 3.5 mm x 14 mm started to bend upon insertion. It was removed from the field and another was opened and used without further occurrence. There has been no response at this time from the manufacturer regarding this failure.